Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: customer runs about 140 tests a month. Customer called back and received the following values with new strip lot (234586):